Manufacturer narrative:
The complaint device was not received for analysis; however, media from the procedure was provided and reviewed by a member of the boston scientific global medical safety organization. No baseline imaging was available, only 45 day follow up imaging. Therefore, comparison to the initial device position post release could not be done. At 45 days, the device seemed stable but was canted and formed a significant shoulder in the anterior direction. This resulted in a small leak under the fabric, measured at 2-2.5mm. The shoulder does not seem to form a significant gutter. There was a prominent limbus on the opposite site, which was best seen in the lower tee angles. There was no device related thrombus on the atrial surface of the device.

Event description:
It was reported that fabric damage occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted. During the 45-day follow-up transesophageal echocardiogram (tee), the device appeared to have slightly shifted. There were concerns regarding a fabric leak versus a gutter from the large shoulder. The leak was noted to be 2mm. Further discussions will be had to determine if the patient can transition to dual anti platelet therapy. It was further reported that the patient was started on plavix 75mg and aspirin 81mg.

Event description:
It was reported that fabric damage occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted. During the 45-day follow-up transesophageal echocardiogram (tee), the device appeared to have slightly shifted. There were concerns regarding a fabric leak versus a gutter from the large shoulder. The leak was noted to be 2mm. Further discussions will be had to determine if the patient can transition to dual anti platelet therapy.

Event description:
It was reported that fabric damage occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted. During the 45-day follow-up transesophageal echocardiogram (tee), the device appeared to have slightly shifted. There were concerns regarding a fabric leak versus a gutter from the large shoulder. The leak was noted to be 2mm. Further discussions will be had to determine if the patient can transition to dual anti platelet therapy. It was further reported that the patient was started on plavix 75mg and aspirin 81mg.